Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane cope nephroureterectomy set was leaking at the hub. Another like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: when asked, per the rep (12jun2018), the device was in place for a short amount of time. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that four devices were returned: one used, on opened but not used, and two unopened. The device failure analysis was able to determine one (used) of the four devices to be leaking. Additionally, two devices were identify to have too many threads showing between the hub and cap (the used device and the open but unused device). Therefore, we are able to confirm 2 devices for leakage; one used and one prior to use. All possible measurements were within specifications and therefor we cannot identify any of these devices to be non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.